Event description:
It was reported that the patient with this implantable pacemaker was admitted into the hospital. The pacemaker exhibited functional atrial undersensing. Multiple attempts to obtain additional information was unsuccessful. No additional adverse patient effects were reported. The device remains in service.